Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01237.

Event description:
During preparation for a thrombectomy procedure, two penumbra system 3max reperfusion catheters (3maxcs) were found to be cracked near the hub due to damage sustained during shipment. The damage to the 3maxcs was found prior to use and therefore, they were not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 41.0 cm from the proximal hub. Evaluation of the returned device revealed that both 3maxcs were fractured at their mid shaft. Since the 3max packaging hoops were not returned for evaluation, it cannot be determined if the devices were damaged during shipment. This damage can occur if the catheters are forcefully retracted at extreme angles from their packaging hoops. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.